Event description:
User experiencing discrepant results for sodium and potassium. The following examples were provided: initial sodium result 47 mmol/l, repeat 140 mmol/l; iniital potassium result 0.8 mmol/l, repeat 3.5 mmol/l. Initial results were not reported. The field service rep determined the reagents were contaminated. The instrument was repaired.